Event description:
It was reported that a dissection occurred. The patient presented for a percutaneous transluminal coronary angioplasty (ptca). The 80% stenosed lesion was located in a moderately tortuous and mildly calcified mid right coronary artery (rca). The lesion was pre-dilated with a 2.00 x 10 mm balloon. A 2.75 x 20 mm synergy drug eluting stent was deployed. The balloon inflates, the stent was fully expanded and deployed at nominal pressure with no issues encountered. After the stent was post dilated with a 2.75 x 6 mm balloon, a dissection occurred at the at proximal edge of the stent. Another stent was deployed it proximally and overlapping to cover the dissection and completed successfully the procedure. There were no further patient complications, and the patient was fully recovered post procedure.